Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.

Event description:
Procedure: unk. Reportedly, when the device was applied, the bag detached prematurely from the instrument. A similar instrument was used to complete the procedure. There were no reported adverse affects to the pt.